Event description:
It was reported that the patient's surgical incision on the scalp, from the implant procedure, failed to heal. The patient underwent an explant of the burr hole cover and the distal end of the lead. The remainder of the lead is implanted and will be replaced at a later time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7078326.